Event description:
It was reported by the customer, that this event involved a pt via internal jugular access and difficulty advancing the spring wire guide (swg). The swg was removed and appeared to be kinked. During the second placement, the swg broke. "A new insertion with a new device and again the same problem occurred with the guidewire". There were no reported pt complications. "Risk of vascular lesion."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.